Event description:
Customer reported a heparin over infusion. At 0900, a 250ml bag of heparin was hung and programmed to run at a rate of 17 ml/hr or 1700 units/hr. After four (4) hours the customer reports the bag was empty. Customer reports the pump alarmed air in line. No patient harm and no medical intervention reported. Several attempts have been made to get additional clinical information. No updates received as of the date of this report. Devices involved have been requested, but have not been received as of the date of this report. Will send a follow up report if devices are received, and when investigation is complete.